Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a rise in shock impedance measurements was noted when it comes to this right ventricular (rv) lead since implant, and were recently reported to be out of range. A review by technical services (ts) noted that there was no signs of a lead impairments. Ts noted that the electrocardiograms were free of noise, intrinsic amplitudes were high, and pacing thresholds were normal. Ts discussed performing lead integrity testing as well as performing patient maneuvers. Ts noted that if movement maneuvers do no show any findings to do a synchronous test shock. At this time the lead remains implanted. No adverse patient effects were reported.